Event description:
The pt received his scs trial system and complained of dizziness and sweating when stimulation was turned on. The pt reported the issue continued during the trial, but the sensation stopped when he turned off stimulation. The trial ended as scheduled. Although the pt was pleased with the stimulation coverage, he did not like the sensation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.